Event description:
The company field service engineer was informed of this event by the surgeon. During an ablation case with bone fiducial registration, the post-guidance MRI scan showed each trajectory being off 3-5 mm, and that they were not off in the same direction. The fse performed a preventive maintenance on 29-aug-2019. The robot passed the applicative and accuracy tests with the pointer probe, but failed to even calibrate the laser. Subsequent attempts to calibrate a known functioning laser have also failed.

Manufacturer narrative:
A detailed analysis of the data logs and of the patient file has been performed. This analysis confirmed that the ablation tool was inserted with inaccuracy at the entry point for two out of the three trajectories. The measurement and deviation analysis only permitted to provide a qualitative analysis, showing that the deviation was in the same direction for both inaccurate trajectories, in the anterior part of the head. The third trajectory was found accurate. The review reveled the following use error during the subject case : the registration verification step was not performed properly, indeed only two points were checked out of the seven points recommended in the user manual and required by the software. A review of DHR for the subject device within six months has determined that there are not any recorded issues or interventions which may be related to or impacting on the user reported event. The last preventive maintenance that was performed prior to the event (about three months before) was pass. An applicative test was performed about one month after the event and was pass. A review of the complaints that occurred in the past 12 months and of the two last complaints received for this device has been completed. This review determined that there was no complaint directly linked with the reported event. However, an extended complaint review indicated that one similar event occurred with the same device, same operating surgeon and same company representative on 06-sep-2019. For this event, inaccuracies at the entry points was not confirmed. It was noted that for both this event and the subject complaint the registration verification step was not performed properly. Corrected data: b4 date of this report. D4 catalog number. G4 date received by manufacturer. H2 if follow-up, what type . H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The company field service engineer was informed of this event by the surgeon. During an ablation case with bone fiducial registration, the post-guidance MRI scan showed each trajectory being off 3-5 mm, and that they were not off in the same direction. The fse performed a preventive maintenance on (B)(6) 2019. The robot passed the applicative and accuracy tests with the pointer probe, but failed to even calibrate the laser. Subsequent attempts to calibrate a known functioning laser have also failed.